Event description:
It is reported that the tm reverse drill bit broke during the drilling of screw hole in pt's glenoid. Dr could not retrieve the tip of the drill bit, so it was left in the glenoid.

Manufacturer narrative:
Evaluation summary: no product or lot # was provided. Breakage might have been caused due to application of high torque along with bending/deflection during its use. Cause cannot be definitively determined. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.